Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01957. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system was advanced through the watchman ® access system. The access system was slightly off the distal wall of the laa. Upon deployment of the closure device, it advanced and a pericardial effusion was noticed. A pericardiocentesis was performed on the table which drained approximately 500cc of fluid from the pericardium. The patient was recovering in the post anesthesia care unit (pacu) and was stable. They have recovered and have been discharged.